Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The rods were not returned for evaluation as they remain in the patient. No determinations can be made as to the cause of the reported issue.

Event description:
Seven months post-operatively a bilateral rod fracture was identified at l5-s1. The full construct is from t9-llium. No revision surgery has been scheduled.